Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the remote monitoring system reports that the charging time is out of range, and the defibrillation system is ineffective. At the in-office follow up, the test was performed 2 times, with charging time results > 40 s.

Event description:
Reportedly, the remote monitoring system reports that the charging time is out of range, and the defibrillation system is ineffective. At the in-office follow up, the test was performed 2 times, with charging time results > 40 s.

Manufacturer narrative:
The subject ICD edis (sn: (B)(6)) was implanted on (B)(6) 2022 with an atrial lead vega, and a right ventricular lead invicta. Analysis of the provided data revealed: the reforming charge planned on 03 december 2025 failed, due to a charge time too long (> 40 seconds). During the 2 in clinic follow up on (B)(6) 2025, 2 tests charges was performed, and failed due to a charge time too long (> 40 seconds). The subject ICD was explanted, returned and analyzed. No overheating of the device. Further analysis was performed on the circuitry and visual analysis by the manufacturer of the high voltage transformer confirmed defects (cut) on one of the secondary windings. In conclusion: the root cause of the failure of the high voltage transformer is probably an insulation defect of the secondary windings of the transformer (component failure). This case is retained and utilized for trending purposes.

Manufacturer narrative:
Please refer to the attached report. The subject ICD edis (sn : (B)(6)) was implanted on (B)(6) 2022 with an atrial lead vega, and a right ventricular lead invicta. Preliminary analysis of the provided data revealed: the reforming charge planned on (B)(6) 2025 failed, due to a charge time too long (> 40 seconds). During the 2 in clinic follow up on 06 dec and 09 dec 2025, 2 tests charges was performed, and failed due to a charge time too long (> 40 seconds). The subject ICD was explanted, returned and analyzed. Based on available data, a defect of the high voltage transformer is suspected to be at the origin of the reported event (the device cannot charge capacitors). No overheating of the device. Further analysis of the high voltage transformer will be performed by the manufacturer of the hv transformer.

Event description:
Reportedly, the remote monitoring system reports that the charging time is out of range, and the defibrillation system is ineffective. At the in-office follow up, the test was performed 2 times, with charging time results > 40 s.